Event description:
The surgery center administrator reported two cases of tass in their pts following cataract extraction surgery. The tass was observed during the two day post-op examination. The clinic has two sovereign compact phaco machines, however, they do not know which of the machines were used at the time. Both pts were scheduled for retinal consultation and received an intravitreal injection to treat the inflammation. One of the pts is reported as having a more severe inflammation than the other. This report is for the second pt with the less severe inflammation. Please refer to medwatch 2020664-2009-00052 for the report on the first pt. Additional pt info has been requested, however, this info has not been provided.

Manufacturer narrative:
Clinical application support reviewed cleaning and sterilization methods. Suggestions were made to sterile practices. Clinical application support followed up with customer in 2009. Facility reported that they used their compact systems and did 25 cases without any post-operative complications. The phacoemulsification machine was examined and tested at the customer location by an amo service technician. The equipment was found to be functioning per its spec. The technician noted that the customer had four re-useable tubing packs with breaks in the tubing, however, it is not known if the tubing's condition is related to the event. The tubing was discarded.